Manufacturer narrative:
Terumo has not received the actual device for eval and will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during set-up, the thermistor wire was not registering the temperature. This problem occurred three times, and complaints were filed for two of the events. The product was changed out. The surgery was completed successfully. There was no pt involvement.